Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D1 (brand name) has been updated. D3 (manufacturer fax) has been added. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was biomaterial ingestion as evidenced by ingestion signatures in the data logs. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 65 year old male was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage e. Prior to impella support, the patient had a CABG x3, mitral valve repair and left atrial appendage closure. The patient was placed on va ECMO and intra-aortic balloon pump. 3 days after discontinuing va-ECMO support, it was decided to escalate the patient to bipella support. An impella 5.5 was inserted via right axillary artery and an impella rp flex was inserted via right internal jugular vein. Post-procedure, after transfer to the intensive care unit, tpa was given in the purge due to low purge flows for the rp flex. On day 2 of support, the rp flex motor current increased and flows decreased. The patient was taken to the operating room to explant the initial rp flex due to thrombosis, and a new rp flex was inserted via right internal jugular vein. On unknown date, it was reported the patient's ldh was 2449 u/l and lactate 4.5 mmol/l. It was reported the patient experienced hemolysis after the rp flex replacement and recovered from hemolysis over two weeks. On day 33 of support, the second rp flex was explanted. The patient remained on support with the 5.5 until bridged to transplant. Thrombus and hemolysis are known risks associated with impella rp flex as described in the instructions for use.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.